Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a unicompartmental knee replacement on the left medial compartment on the patient. Normal protocol was taken as far as instruments and implants at the hospital prior to the case. First issue was with the "anterior chisel" through the anterior chamfer of the size 2 cutting block. The chisel (202485000 lot pg0608) split in half inside the cutting block. The block was removed from the distal femur, the broken chisel was then removed from the cutting block. The cutting block was placed back on the distal femur and the lug drill was allowed to pass through the anterior chamfer. This problem did extend the time of the operation. The rest of the operation went smoothly until insertion of the final poly implant. The surgeon has a very detailed and thorough debridement of the implants before he places his final insert component on all of his total and unicompartment knees. There was no cement on the tray, no soft tissue posterior and there was no soft tissue covering the tibial component to prevent insertion of the poly in to the tibial component. The desired poly thickness was opened and matched the implanted lm size 3 tibial component. The initial thickness (9mm) would not seat into the tibial tray when being impacted. The implant was removed and another examination around the tibial component and posterior aspect of the knee was performed. After a few more attempts at inserting the final poly, the underside of the poly was not compatible with the tray. We then opened a size 10mm poly for the tibial component. The same issue described above occurred. A size 11mm was then opened and incurred the same problems above. Finally, we opened a size 8mm insert for the tibial tray and it sat down right away. There was no change in irrigation or care taken to access the tibial component. This problem was very frustrating and increased operative time for the surgeon, staff and ultimately the patient. There was a surgery delay of 60 mins. Doe: (B)(6) 2020, left knee.